Event description:
It was reported that the patient presented in-clinic experiencing syncopal episodes, dyspnea, and dizziness. Upon review, the right ventricle lead exhibited high capture thresholds, failure to capture, and low sensing. The right ventricle lead was capped and replaced on (B)(6) 2023. Patient was stable.